Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, potential lot numbers were provided by the customer. All of the potential lot numbers were reviewed, and showed no nonconformances related to the failure mode. Additionally, a complaint database search showed no related complaints. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported a general complaint that the sheath of a single lumen peripherally inserted central venous catheter set folds back against itself during insertion. The event occurs when placing the dilator-sheath over the guide wire into a " decent skin and soft tissue incision." The customer exchanges the sheath with a competitors product. There are no reported adverse patient consequences. The device is not available for evaluation. No further information is available.